Event description:
It was reported that during a CABG procedure, when harvesting the saphenous vein, the clips were cutting through the vein. They re-clipped the area. No bleeding. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.